Manufacturer narrative:
The manufacturer previously reported information that a ventilator service required error occurred, related to the oxygen proportional valve, on a trilogy evo device. There was no harm or injury reported. The device was returned to a third-party service center and the complaint was confirmed. The device error log was reviewed and a vent service required alarm was located in the log. The devices oxygen blending module was replaced to address this issue. In addition, during the evaluation a ventilator inoperative error was also found during evaluation. The devices system board was replaced to address this issue. Lastly, unrelated to the above reportable malfunctions the filter and obm harness were replaced. The device passed final testing.

Event description:
The manufacturer received information alleging a ventilator service required error occurred, related to the oxygen proportional valve, on a trilogy evo device. There was no harm or injury reported. The device has yet to be returned for evaluation. At this time, we are unable to confirm the alleged malfunction. A report will be submitted when the manufacturer's investigation is complete.